Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This relates to left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported rupture. This relates to left side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/mar/2024.

Event description:
Patient reported rupture. This relates to left side. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Granuloma: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, rupture. This relates to left side. Device has been explanted.